Event description:
An endurant bifurcated stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessel and aneurysm morphology were not reported. There were no issues with the packaging or during the removal of the device from the packaging. It was reported that during the prep of the device, it was noted by the physician that there were two protruding pieces of plastic sticking out (on opposite sides) on the tip of the catheter. The physician did not remove the protruding pieces and used the device without issue. The patient had good access vessel, 9 mm in diameter. The device was successfully implanted with no issues. No clinical sequelae were reported, and the patient is fine.